Event description:
Add'l info rec'd from MFR 8/12/04: the catalog number of the subject device was not provided in the medwatch report. The lot number of the subject device was not provided in the medwatch report. A medwatch report has not been filed on this incident. The drill bit was retrieved without injury to the pt.

Event description:
Drill bit broke in pt's bone, retrieved. No injury to pt.